Event description:
It was reported that this patient was admitted to the hospital intensive care unit, for non-cardiac reasons. There was difficulty interrogating this implantable pacemaker; two programmers were attempted. Magnet application did not yield pacing evidence. Technical services (ts) discussed moving patient to a different location, due to ICU equipment most likely causing electromagnetic interference (emi). Multiple troubleshooting options were performed to no avail. It was noted two years ago, the device check noted two and a half year battery life remain. No adverse patient effects were reported. At this time, the device remains in service.